Manufacturer narrative:
Concomitant medical products: 6947m55 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was occasional atrial undersensing during atrial tachycardia/atrial fibrillation (at/af) episodes. The atrial lead remains in use. No patient complications have been reported as a result of this event.